Event description:
It was reported that a patient presented in-clinic for a left ventricular (lv) lead explant procedure. Prior examination of the patient's lv lead revealed dislodgement, which was confirmed through a chest x-ray. The lv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead with a stylet wire inside the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies to the lead body. The double bend height was measured within specifications.